Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited no image when adjusting angulation. The issue occurred during a diagnostic bronchoscopy while the patient was under sedation and device was inside the patient. There were no reports of patient harm, and the procedure was completed using a backup device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation and device evaluation. Additionally, to provide as needed. The device was evaluated by olympus, and the reported malfunction was confirmed. Based on the results of the final investigation and past investigation results, it is likely that the reported malfunction occurred due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. However, the specific root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.